Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery, or displacement tests due to the motor error alarm. The pump passed the idle current and run current tests. Unable to verify the low battery alarm due to the motor error alarm. The battery icons functioned properly. The pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose, low battery alert and motor error alarm from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with a syringe. The customer reported the drive support cap to appear normal. The customer did not report motor position encoder error. The customer received low battery alert because the batteries did not last more than one week. The insulin pump will be returned for analysis.